Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock due to this electrode exhibiting oversensing of noise, high shock impedance (within normal range) and a conductor fracture. The electrode was surgically explanted. A new electrode was implanted. The explanted electrode is expected to be returned.